Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v360690, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 12-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient said the device didn't work and actually hadn't worked since they got it, they experienced no thera peutic benefit. Patient reported they had a follow-up appointment and they said that one of the wires wasn't working, wire #5. The patient said they also had one reprogramming session with a manufacturer representative. Patient reported intermittent discomfort at the ins site and sometimes it really hurt and seemed like it was more puffed. Patient reported they wanted to have the ins removed. Caller was redirected to their healthcare provider. No further complications were reported or anticipated.